Event description:
Customer reportedly obtained results of 543mg/dl, 190mg/dl, and 195mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.